Event description:
It was reported that the devices were used during a laparoscopic gastric bypass. It was reported by the rep that the surgeon used (4) 512sd's that leaked carbon dioxide (2) 1 seals that leaked carbon dioxide and (3) ms512's that would not stay locked and leaked carbon dioxide. All were replaced. There was no consequence to the pt.